Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the infection has resolved.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13980. It was reported the patient was admitted to the hospital and diagnosed with an infection at both the ipg and lead sites. As a result, the patient underwent surgical intervention wherein the entire system was explanted. No additional information was received.